Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced to dilate the lesion; however, during the first inflation at 12-14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced to dilate the lesion; however, during the first inflation at 12-14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the device was completely removed from the patient and the patient's status was good post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced to dilate the lesion; however, during the first inflation at 12-14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the device was completely removed from the patient and the patient's status was good post procedure. Returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen (shaft) and inflation lumen (shaft). Tthe tip, balloon, markerbands, proximal weld, and inner/outer shafts were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 55mm distal of the proximal markerband. The device was functionally tested by attaching an inflation device to the hub of the catheter and inflating to rated burst pressure. The balloon couldn't hold pressure and water was leaking from a pinhole in the balloon. Inspection of the remainder of the device presented no additional damage or irregularities.